Manufacturer narrative:
The handpiece was received with a nose cone damaged. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that while setting up an unknown procedure, the device would not work. The customer has no other information. Another device was used to set up for the procedure. There was no adverse consequence to the patient.